Manufacturer narrative:
Act button did not respond due to corroded keypad trace. No unexpected restart alarm noted during testing. The insulin pump was unable to perform unexpected restart error test due to unresponsive button. The insulin pump was unable to perform the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive button. The insulin pump had missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received an unexpected restart alarm. The customer reported that the buttons were unresponsive. The customer stated that a temporary basal might have been programmed before the unexpected restart alarm. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that the alarm occurred after inserting a new battery. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 600 mg/dl at the time of call. The customer stated that she have not treated the high blood glucose at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.